Event description:
It was reported that insulin gauge displayed an amount different than expected, experiencing a fill estimate issue with a static value of 195. There was no reported adverse impact to the customer's blood glucose level. Technical support educated caller about the cause of the issue, explaining that a large variance in measured pressures may result in such discrepancies, and reassured that the fill estimate would correct itself once insulin levels matched the static display. Caller understood and acknowledged the explanation.